Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device location of device: extrinsic with tubes/migration of essure device location of device: in pelvic cavity") and perforation ("migration/ perforation of the essure device") in a 38-year-old female patient who had essure (batch no. A78080,a22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "gynecare hydrothermal ablation performed on the same of essure insertion". The patient's concurrent conditions included menorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain female"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic reaction associated with nickel allergy/nickel allergy") with urticaria and rash. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy surgical removal of coils), surgery (hysterectomy with bilateral salpingectomy surgical removal of coils) and surgery (hysterectomy with bilateral salpingectomy surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, perforation, pelvic pain and allergy to metals outcome was unknown and the hypersensitivity had resolved. The reporter considered allergy to metals, device breakage, device dislocation, hypersensitivity, pelvic pain and perforation to be related to essure. The reporter commented: allergic reaction/hives- immediately resolved. Essure coil was placed in the right fallopian tube without difficulty, 4 to 5 coils were able to be visualized protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/tubal ligation status the essure device was found breakage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, allergic to metals. Lot numbers and exp/MFR dates a78080 dec 2015 / dec 2012. A22173 jun2015 / jun2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device location of device: extrinsic with tubes/migration of essure device location of device: in pelvic cavity") and perforation ("migration/ perforation of the essure device") in a 38-year-old female patient who had essure (batch no. A78080, a22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "gynecare hydrothermal ablation performed on the same of essure insertion". The patient's concurrent conditions included menorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain female") and allergy to metals ("allergic reaction associated with nickel allergy/nickel allergy") with urticaria and rash. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy surgical removal of coils), surgery (hysterectomy with bilateral salpingectomy surgical removal of coils) and surgery (hysterectomy with bilateral salpingectomy surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, perforation, pelvic pain and allergy to metals outcome was unknown and the hypersensitivity had resolved. The reporter considered allergy to metals, device breakage, device dislocation, hypersensitivity, pelvic pain and perforation to be related to essure. The reporter commented: allergic reaction/hives- immediately resolved. Essure coil was placed in the right fallopian tube without difficulty, 4 to 5 coils were able to be visualized protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2013: total bilateral occlusion/tubal ligation status the essure device was found breakage concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, allergic to metals most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet received. Events added from pfs- allergic reaction. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device location of device: extrinsic with tubes/migration of essure device location of device: in pelvic cavity") and perforation ("migration/ perforation of the essure device") in a 38-year-old female patient who had essure (batch no. A78080 a22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "gynecare hydrothermal ablation performed on the same of essure insertion". The patient's concurrent conditions included menorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain female") and allergy to metals ("allergic reaction associated with nickel allergy/nickel allergy") with urticaria and rash. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy surgical removal of coils), surgery (hysterectomy with bilateral salpingectomy surgical removal of coils) and surgery (hysterectomy with bilateral salpingectomy surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, perforation, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: allergic reaction/hives- immediately resolved. Essure coil was placed in the right fallopian tube without difficulty, 4 to 5 coils were able to be visualized protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/tubal ligation status the essure device was found breakage concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, allergic to metals most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: malposition of essure device location of device: extrinsic with tubes; rashes or skin conditions type: hives; migration of essure device location of device: in pelvic cavity, device breakage were added. Lot numbers were added. On (B)(6) 2018: medical records received. Patient's concomitant disease was added. Laboratory data was added. New event per mr: the gynecare hydrothermal ablation was performed on the same day of essure insertion. Expiration dates dec-2016 and jun-2015 were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain female") and allergy to metals ("allergic reaction associated with nickel allergy"). The patient was treated with surgery (on (B)(6) 2013 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, pelvic pain and perforation to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.